Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. The customer was advised to complete a reset starting at question 7 and was instructed to call back if further assistance was needed. Upon follow-up ¿ cts provided complete pump reset information. Cts walked caller through pump reset. Error code did not reoccur.